Event description:
Information was received via telephone on (B)(6) 2017 that a female operator in the (B)(6) center was injured when their left hand thumb was punctured by a disposable, sterilized syringe needle that the operator was using to pipette the procleix ultrio elite (B)(6) calibrator from the reagent vial into blood sample collection tubes. The skin puncture resulted in bleeding. The syringe needle was used for the (B)(6) calibrator only, and no other agents or reagents were in contact with the needle. The operator was wearing the appropriate ppe (personal protective equipment) at the time of the incident. The operator was using the procleix ultrio elite (B)(6) calibrator off-label in order to evaluate the potential for any cross contamination in the customer's automatic capping machine. Hologic became aware of the incident when their customer service in (B)(6) was contacted by the blood center requesting information on whether the procleix ultrio elite (B)(6) calibrator was infectious and had the potential to infect the operator with (B)(6) as a result of the puncture. Information was provided to the blood center to indicate that the (B)(6) calibrator is a hepes buffered solution containing detergent and (B)(6) rna transcript (a partial, purified synthetic nucleic acid representing a very small incomplete portion of the virion). The material contained within the (B)(6) calibrator is not derived from an (B)(6) infected biological sample and is not capable of transmitting hiv infection. Customer service instructed the blood center to follow their occupational exposure protocol to address the event, which required the operator seek medical attention for the puncture. The operator received medical attention for the puncture and was treated with unknown medication. The procleix ultrio elite assay is not approved in the us. It is currently under bla review with FDA ((B)(4)).